Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Device received with broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. Troubleshooting was performed. Customer's blood glucose was 153 mg/dl at the time of the incident. It was reported that the plastic ring from the reservoir was broken. It was stated that the customer has only been wearing the insulin pump 15 days prior to the call and that it needed to be replaced. The insulin pump will be returned for analysis.